Event description:
Boston scientific crm received information that during the implant procedure, following the placement of this right atrial (ra) lead, the patient developed a pericardial effusion which required pericardiocentesis. The patient did not become symptomatic, however developed low blood pressure and tachycardia. The placement of this ra was good initially and then the threshold became intermittent. The physician felt that the position was anterior and may have caused the effusion. The lead was successfully repositioned and the patient left the procedure room in a stable condition.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.